Manufacturer narrative:
This report is filed on july 04, 2019.

Manufacturer narrative:
This report is submitted on june 6, 2019.

Event description:
Per the clinic, the device was explanted because the patient experienced no hearing and the electrodes had extruded into the ear canal. The patient has not been re-implanted with another device at the time of this report, june 6, 2019.